Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully, as the malfunction did not recur. The customer understood that they could continue using the pump and was advised to contact technical support again if the issue returned.